Event description:
It was reported that the device illuminated the charge pak (internal battery charger) and caution icons. The device was depleting the internal battery and installed charge pak rapidly. Physio-control evaluated the device and found that the internal battery and charge pak were severly depleted. The device download showed that the internal batteries capacity were at a critical level starting on (B)(6) 2010 and it was not able to provide defibrillation therapy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control found that the device displayed all three (charge pak, attention and wrench) icons. Extensive device testing at the failure analysis center was unable to determine a conclusive cause for the battery depletion. A replacement device was provided to the customer.